Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated a lump in the scrotum post-surgery, which was imaged and determined to be hematoma, the patient also stated that he is no satisfied with his erection result and he hears a whistle when he pumps/inflated the device. The patient was suggested to have an appointment with a physician. The ipp is currently implanted. There is no additional information reported.